Manufacturer narrative:
The reported events of "lymphadenopathy," "silicone migration" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes," and "biopsy done of underarm lymph node on the right side. The results showed a granuloma and giant multinucleated cells".

Event description:
Patient reported "swollen lymph nodes in her underarms, head, and behind ears, against left device." Patient also reported joint pain, pain, and extreme fatigue. These events are not device related. The device remains implanted.